Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that his right atrial (ra) lead was a case of an attempted implant due to resistance was felt immediately after insertion. Moreover, the tip of the mannitol had been removed from the tip of the lead and the helix was stretched. The physician opt to use another lead and the procedure was continued and completed without any problems. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on h6 device code.

Event description:
It was reported that his right atrial (ra) lead was a case of an attempted implant due to resistance was felt immediately after insertion. Moreover, the tip of the mannitol had been removed from the tip of the lead and the helix was stretched. The physician opt to use another lead and the procedure was continued and completed without any problems. Additional information was obtained which indicated that the helix is fixed. The lead was never in service. No adverse patient effects were reported.